Manufacturer narrative:
Continuation of d10: product ID b31000 lot# 082t22023 serial# implanted: (B)(6) 2024 explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the surgeon was removing the stylet from the brain lead when the burr hole device clip came dislodged from the burr hole ring. The doctor reinserted the clip back into the burr hole ring and reinserted the stylet back into the brain electrode in order to lock the electrode into place. They withdrew the stylet from the lead a second time and the clip became dislodged from the burr hole ring. After the 2nd attempt, the surgeon reattached the clip back into the ring and placed the burr hole cap in order to lock the lead in place. It was unknown whether any external factors may have led or contributed to the issue. The issue was resolved. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID b31000, lot# 082t22023, implanted: (B)(6) 2024, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.